Manufacturer narrative:
Evaluation summary: the device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The hand-activation buttons were tested and functioned properly. The device was tested on a generator and no error codes were received. Upon further testing with a generator, it was concluded that there was a switch failure due to intermittent contact between the hand piece and the instrument.

Event description:
It was reported that during an lsh, there was an error code 5 on the generator. The device was disassembled using the torque wrench, then re-assembled, ran through the test mode and continued giving the error code. The device was then cleaned and salined for any excess tissue debree and was tried again and still got the same error code 5 signaling handpiece error. The handpiece was later called in and was working fine. They used a new disposable and continued the case.